Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 3 centimeters in size and located in the left upper lobe. The procedure was completed as planned with no delays. After the procedure, the patient complained of shortness of breath. A chest x-ray was performed and detected the pneumothorax; a chest tube was placed to resolve it. The patient was hospitalized for an unknown amount of time and subsequently discharged home. The physician was unsure if the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.